Manufacturer narrative:
E1. Initial reporter facility name: (B)(6).

Event description:
It was reported that a device fracture occurred. A guidezilla ii was selected for use. During the procedure, it was noted that the hypotube was broken before it entered to the patient's body. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). The device was returned and evaluated by manufacturer. There was no damage or irregularities.

Event description:
It was reported that a device fracture occurred. A guidezilla ii was selected for use. During the procedure, it was noted that the hypotube was broken before it entered to the patient's body. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.